Event description:
My daughter wears a mask for school 9+ hours daily and suffers from daily nose bleeds, headaches, fatigue, vertigo and dizziness. She also has trouble concentrating and staying focused. Company that makes the medical device: (B)(6). FDA safety report ID#: (B)(4).